Event description:
It was reported that there was a ¿suspected malfunction.¿ it was stated that the patient was admitted to the hospital for 3 days and the neurostimulator and leads were replaced. It was noted that the products to be returned to the manufacturer for analysis, but it is unknown if the devices were received. The event was ¿closed¿ as of (B)(6) 2003. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# unknown, implanted: (B)(6) 2002, explanted: (B)(6) 2003, product type: lead; product ID 4351, serial# unknown, implanted: (B)(6) 2002, explanted: (B)(6) 2003, product type: lead. (B)(4).

Manufacturer narrative:
Correction: medwatch filed in error as event was previously reported. Initial medwatch of this supplemental, corrective MDR is being redacted as it is a duplicate medwatch. See manufacturer report # 3007566237-2013-02687.